Manufacturer narrative:
The srt replaced the display. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the right side of the display on the roller pump was illegible and very dimly lit. There was no patient involvement.